Event description:
It was reported that the patient experienced tubing leakage at the infusion site with four infusion sets on (B)(6) 2026 occurring within twenty minutes of use with a blood glucose level of 402 mg dl which was treated with a correction bolus and a multiple daily injection

Manufacturer narrative:
Initial 1 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.